Event description:
The customer reported that an achieva ventilator failed to cycle. There was no pt involvement. The covidien service technician verified the malfunction. Covidien was not authorized to repair the device.

Manufacturer narrative:
Covidien was not authorized to repair the device. The unit has been labeled not intended for pt use.